Manufacturer narrative:
No service has been performed on the system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the lamp of the equipment turned itself off during a vitreo-retinal procedure. The procedure was completed with another equipment with no harm to the pt.